Event description:
A vns treating physician reported to their country manager in (B)(6) that they had a vns patient, a young girl who has been having an increase in seizures above baseline and seizure intensity too. She has sleeplessness and eeg/brain scan showed increased epileptic activity. Their generator was switched off. The patient's treating physician is attributing their seizures and sleeplessness to vns stimulation. No more information available at this time. Date of event unknown so implant month used until further information can be attained.

Event description:
Review of programming history showed that since implant, the output has been gradually increased form 0.25 to 1 ma on a 10% duty cycle.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed that the generator passed all functional prior to distribution.